Event description:
A surgeon reports that a haptic stuck to the optic after insertion of the intraocular lens (iol). The capsular bag tore and a pars plana vitrectomy was performed. The pt's vision was 20/200 at one day postop. Additional info has been requested.